Event description:
On 8/18/94 replacement of aicd generator. Previous generator was noted to be at end of life. On 12/20/94 device had spontaneously reprogrammed itself to a two zone device, as opposed to the one zone device. It was a "shock" only system with rate the slowest zone at 125 bpm. Device was reprogrammed. On 12/21/94 while exercising, pt had an ICD shock not preceded by symptoms. Interrogtion of that shock revealed that the tachycardia rate for which he was shocked was approx 137 bpm and this suggests that by 12/31/94 (11 days after having it reprogrammed to its intended cardiac rate of 160 bpm even for antitachycardia pacing) the device shocked at a rate of 137 bpm. Again, within the first two weeks of 1/95, pt had a shock preceded by no symptoms. On interrogation of that, the cycle of antitachycardia that prompted that shock, revealed again a rate in the 130's. The problems appeared to be "phantom" reprogramming of the device to a shock only (three zones) system with normal sensing but obviously undesirable and inappropriate shocks. Thus, the ICD generator will be replaced. On 2/21/95, replacement of implantable cardioverter defibrillator generator.